Manufacturer narrative:
The facility reported that fibers came off of the back table cover and were found in the surgical site. The particulate was removed with irrigation using suction. There was no serious injury or need for any additional intervention. We did receive a sample and it has been determined that the fibers came from the back table cover. Due to the reported incident, this medwatch is being filed.

Event description:
The facility reported that fibers came off of the back table cover and were found in the surgical site.